Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited loss of capture due to dislodgement since 2008; the patient always refused the procedure for repositioning of the lead. The lead was capped on 02/05/2014 during a routine device change out. The patients condition was good.